Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated total human chorionic gonadotropin (thcg) result was generated on a patient sample on an advia centaur xpt instrument. The quality controls (qc) recovered acceptably when the sample was processed. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse verified reagent probe (rp) alignments to dispense ports, ran a dispense test on all probes, cleaned the sample port, replaced 4 gang fittings, primed the lines for wash 1 (w1), tightened all fittings on manifold, cleaned bottom of fluidics drawer, moved pinch valve tubing, and ran dark counts, which recovered within acceptable ranges. In a subsequent visit, the cse replaced the wash displacement (wd) diluter, heater coil for rp1, and rp1 probe. Then, the cse ran qc, which passed. No other issues have been reported by the customer since the service visit. The cause of the falsely elevated total hcg patient result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt instrument. The erroneous result was reported to the physician(s). The sample was repeated on an alternate advia centaur xpt instrument and recovered lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.